Event description:
Wife of home pt reports that she respiked solution bags onto same supply line spike of homechoice set while attempting to troubleshoot an alarm situation. Home pt was instructed to discontinue treatment at that time. Per rn, prophylactic antibiotics were administered and no pt injury resulted from this incident.